Event description:
It was reported that a user replaced a dexcom g7 sensor and attempted to pair it with the ilet, after which the pump displayed a prompt to connect cgm or enter a blood glucose value and did not confirm warmup; pairing to the ilet failed, and the user was guided to retry pairing using the magnet procedure. Symptoms included no alerts or alarms from the pump. Outcomes included temporary loss of cgm data availability on the ilet. Investigation included customer troubleshooting and education performed by support. Investigation of this case revealed that the issue was limited to pairing and not associated with any reported physiological adverse events. It was concluded that the event was a cgm-to-pump pairing failure specific to the ilet integration with dexcom g7. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.